Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6) (test strip lot number 497730), is related to case with patient identifier (B)(6) (test strip lot number 497631).

Event description:
It was reported the customer received the following results on the aviva system within 10 minutes: 23.0 mmol/l (test strip lot number 497631) and 11.0 mmol/l (test strip lot number 497730). No adverse event reported. Return of the suspect device was requested for evaluation.